Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery tests and a battery out limit. Blood glucose level at the time of the incident was 549 mg/dl. Additional failed battery tests were listed in the device history. During troubleshooting, the customer did not receive another failed battery test. By the end of the call, blood glucose level had dropped to 472 mg/dl. The insulin pump was not replaced or returned for analysis.